Event description:
It was reported that the device had the charge-pak icon illuminated in the readiness display 5 months after the charge-pak was replaced.there was no patient use associated with the reported event.upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device showed the attention icon as well as the charge-pak icon in the readiness indicator. It was also observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9, located on the analog pcb assembly.the customer was provided with a replacement device under warranty.